Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a damage was observed in the lapjoint area. There was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at proximal wave form. Broken drive shaft and imaging core windup were encountered in the double heat shrink area in the telescope area. Imaging core windup began 2.1 cm from the distal end of the connector shaft. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on 19apr2018. It was reported that lost image occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During the procedure, the opticross¿ imaging catheter failed after stent placement severe resistance was felt before reaching the stent and it was unable to cross however, when the physician pushed forward it was noticed that lost image also occurred. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage was observed in the lapjoint area.